Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing of atrial fibrillation as seen on the presenting electrogram (egm). There were atrial tachy response (atr) episodes recorded. It was advised to have this patient seen by the cardiologist and to follow up with device managing physician. This device remains in service. No adverse patient effects were reported.